Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels (200-500 mg/dl). Contact stated they believe the pump is "ineffective". During troubleshooting with tandem technical support, it was noted that the pump date and time were inaccurate. The contact adjusted to the pump date and time to be correct. System check was performed and the pump was functioning as intended. Customer administered manual injections to address elevated bg levels. Reportedly, the customer has reverted to manual injections for continued insulin therapy. In addition, it was noted that the pump unexpectedly shutdown. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.